Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the peeling of the adhesive on the objective lens. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to stress from the repeated/long term use of the device. It is also probable that issue occurred due to mishandling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the coating was found to be peeling due to deterioration. The reported event (damage to base of insertion section) was also confirmed. The insertion section was damaged due to physical stress in addition, there was an air leak from the insertion section, the light guide bundle was broken, the adhesive on the objective lens was peeling, the adhesive on the light guide lens was peeling, the adhesive on the bending section cover was peeling, angulation was reduced due to elongation of the angle wire, the cleaning brush could not be inserted due to buckling and deformation of the channel, there was insufficient light from the light guide lens due to broken fibers, and the eyepiece section, light source connection, and control section were peeling due to chemical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported damage to the base of the insertion section of the scope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating of the insertion section was peeling. This report is being submitted for the malfunction found during evaluation (peeling coating). There was no harm or user injury reported due to the event.